Event description:
It was reported that upon preparation for a percutaneous coronary intervention, stent dislodgement from the balloon occurred. A 2.25x32mm promus element - stent was used. While unpacking the device to start preparation, it was noted that the stent was partially dislodged from the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that upon preparation for a percutaneous coronary intervention, stent dislodgement from the balloon occurred. A 2.25x32mm promus element stent was used. While unpacking the device to start preparation, it was noted that the stent was partially dislodged from the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial visual examination noted that the stent delivery system (sds) was returned together with the stent. The stent was not securely crimped on the balloon. Microscopic examination of the stent found that it was severely damaged, as it had been considerably stretched and its profile kinked. The majority of the stent was stretched distally and a portion of it extended out over the tip of the device. No issues were noted with the sds or the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).